Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that their device was removed because the ins battery life had ran out. Patient also reported that they were experiencing rectal bleeding and is unsure if the device is causing this and was hospitalized for this issue and they gave him more blood and that resolved the issue but the issue started again a couple of days ago. Patient had an appointment today at 10:45am. No further complications were noted or anticipated